Manufacturer narrative:
Product analysis: product# nav6550005 lot# ca17g009 visual and optical inspection revealed the tip of the driver has been broken off. Optical inspection revealed a very flat/smooth fracture with circular material flow. This type of damage is consistent with torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding drivers used for l4-s1 tlif. It was reported that intra-operatively, while placing new screws in hard bone, tips of drivers broke but neither remained in the patient. There were no fragments of the implant or instrument remaining in the patient. Levels implanted was l4-s1. The drivers broke after screw placed in both cases. The tips of the drivers were compromised, and the tips were broken the rest of the way and thrown away in both cases. There were no adverse effects to patient.